Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their lead removed due to an infection. The patient stated that they seen the eri notification however the hospital had not on each clinic appointment. Nothing was shown on the nvision. The hospital potentially thought that the patient was just saying that as the wanted a whole new system, however they only needed to replace the lead. No further complications were reported or anticipated.